Event description:
The healthcare provider (hcp) forgot to update the concentration field from 250 mcg/ml to 500 mcg/ml at the refill on (B)(6) 2015. The hcp filled the pump with 500 mcg/ml, but the pump was still programmed to 250 mcg/ml at 170 mcg/day. A bridge bolus was not performed, and it was reviewed that the patient was actually receiving 340.38 mcg/day. The hcp spoke with the patient, and the patient was doing quite well with no therapy issues. The pump had contained fentanyl 250 mcg/ml at 170 mcg/day. As of (B)(6) 2015 the patient was doing great. On (B)(6) 2015 the patient was in for a refill, and they were requesting a dose increase. Their hcp was going to increase the concentration from 500 mcg/ml to 1000 mcg/ml. The pump contained fentanyl.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).